Event description:
It was reported that an ilet device using a dexcom g7 experienced a pairing failure after the ilet was placed on a charging pad, resulting in no glucose readings on the ilet while readings continued on the dexcom app; reconnection was achieved by toggling the cgm setting from g7 to g6 and back to g7 and re-entering the pairing code, after which readings resumed. Symptoms included hyperglycemia with a peak of 261 mg/dl for approximately two hours, without alerts above 300 mg/dl for over 90 minutes, without ketone testing, and without medical intervention, and no acute health effects were reported. Outcomes included temporary loss of cgm data on the ilet and elevated blood glucose that began to decline as insulin on board was delivered, without hospitalization. Investigation included agent-guided troubleshooting and user education regarding cgm pairing and settings. Investigation of this case revealed a communication or connectivity issue between the ilet and the dexcom g7 sensor following device charging, which resolved with cgm reconfiguration and re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-performed corrective actions to resolve a transient communication disruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.